Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent low blood glucose events while using the ilet bionic pancreas; the endocrinologist advised stopping meal announcements and increasing the pump¿s cgm target, and the user treated episodes with oral glucose. Symptoms included hypoglycemia with hot flashes/flushes and shaking/tremors. Outcomes included an unexpected medical intervention in the form of medication or oral glucose. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no specific device findings and insufficient information regarding a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.